Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead parameters tested good when tested with an analyzer. When the rv lead was connected to the cardiac resynchronization therapy defibrillator (crt-d) pacing could not be achieved, even with high output in different vectors. The rv lead was tested again with the analyzer and all parameters were normal, but pacing could not be achieved when connected to the crt-d again. The rv lead was removed and replaced with a new lead and the procedure was completed successfully. No patient complications have been reported as a result of this event.